Event description:
During a trial procedure the lead was showing invalid contacts. It was also reported the stimulation could not be increased. Two cables and two programmers were tried to no avail. As a result, the lead was removed and replaced. The replacement lead resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.